Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of backup battery fault alarm was confirmed via the submitted log files. Data from the reported event date of 05oct2025 in the submitted controller event log file was reviewed. Intermittent backup battery fault alarms activated starting on 05oct2025 at 15:56:24 due to load test faults. The backup battery did not pass the load tests due to the loaded voltage being under the acceptable threshold as compared to the unloaded voltage. The alarms were resolved after another load test was completed and passed. The alarms did not affect the controller's ability to operate the pump at the set speed. The system controller was exchanged on 05oct2025. There were no other notable alarms active in the log files. The system controller, serial number (B)(6), was not returned for analysis. A root cause for the reported event cannot be conclusively determined through this analysis. A corrective and preventative action (CAPA) was initiated to investigate the increase in reported backup battery faults. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. Heartmate 3 instructions for use section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5-¿alarms and troubleshooting¿ explain how to troubleshoot the system controller, including backup battery fault alarms. Heartmate 3 instructions for use section 8-¿equipment storage and care¿ and heartmate 3 patient handbook section 6-¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the system controller. The patient handbook and IFU also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient underwent a system controller exchange on (B)(6) 2025 due to a backup battery (ebb) fault.